Event description:
The customer reported via phone call she was hospitalized. Customer's blood glucose at the time of the event was 580 mg/dl. She was treated with insulin drip. Current blood glucose is 74 mg/dl. During troubleshoot; it was stated the drive support cap is recessed. The tubing has no air bubbles and no insulin leak was found. Insulin did exit the tubing with manual prime. Customer had checked the setting with the doctor. The customer also reported that the insulin pump has cracks on the screen and she found moisture under the display. Customer was advised to discontinue the use of the device and revert to a back a plan. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump passed the functional test including prime, displacement, rewind, basic occlusion, occlusion and excessive no delivery alarm tests. Device had cracked reservoir tube lip, broken battery tube threads, minor scratches on display window, cracked display window and cracked case near display window corners noted during visual inspection. The insulin pump had moisture damage on lcd board and mother board.